Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination.

Event description:
The user facility reported that during procedure, the valve on the destination would leak and squirt across the room upon injecting contrast. It was reported that the patient condition is stable. It was reported that there was no significant blood loss. It was reported that the procedure outcome was successful.